Manufacturer narrative:
(B)(4). (B)(6). The actual device was returned for evaluation with an unspecified malfunction. Reliability engineering evaluated the device and observed that the device overheated to 119 degrees 3 minutes into the test. It was further determined that the device had a worn down pawl release, broken drive shaft, and a cracked flex circuit. It was determined that the cause of the overheating was due to the broken drive shaft. The reported condition was confirmed. The assignable root cause was determined to be due to worn out motor components from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that the motor device had an undetermined malfunction. During in-house engineering evaluation, it was observed that the device overheated to 119 degrees three minutes into the test. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.